Event description:
It was reported that the hospital's biomed had to replace the pole clamp mounting plate on the pc units as the "threads have stripped out of the plate and are still attached to the bolt. All of these pole clamps are factory installed." There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of 28 pcu devices having loose or stripped threads in the pole clamp mounting plate could not be determined from the pictures alone. ¿ inspection and testing of the devices could not be performed as they were not provided for investigation; however, the pictures provided by the facility confirmed the loose thread attached to the pole clamp bolt. ¿ a review of the system logs was not deemed necessary. The reported issue is about a mechanical malfunction and not an operational or software-related problem." ¿ the alaris system user manual v12.3.1, states within warnings and cautions, ¿when attaching the bd alaris system to an IV pole, ensure the pole clamp is tightened securely to prevent the system from slipping.¿ ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of 28 pcu devices having stripped threads could not be determined with a photo only investigation.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital's biomed had to replace the pole clamp mounting plate on the pc units as the "threads have stripped out of the plate and are still attached to the bolt. All of these pole clamps are factory installed." There was no patient involvement.